Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question on (B)(6) 2016, and those test wells unexpectedly appeared visually negative. The immucor laboratory tested retention product on 29nov2016, which performed as expected. The immucor laboratory also tested returned blood samples on 30nov2016. An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the testing instrument. The fse found that the instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected antibody screen outcome when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.